Event description:
It was reported that the patient¿s blood glucose reached 13.9 mmol/l (250 mg/dl) while wearing the pod an unspecified duration. It was reported that the pink slide did not move forward into the viewing window, indicating a needle mechanism failure. The patient had administered correction boluses; however they did not lower their blood glucose level. Medical assistance was not required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.